Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tka primary surgery was performed on (B)(6) 2016. The patient complained of pain and instability of the knee. The revision surgery was performed on (B)(6) 2017 and the insert was exchanged to the +2mm insert. The removed insert has discolored to yellow, the surgeon wants to know the reason for the discoloration.